Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: use of an extended monitoring strategy in patients with problematic syncope. Circulation. 1999;99:406-410.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitor (icm). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that two patients who did not receive prophylactic antibiotics developed local infection requiring device removal and oral antibiotics. A third patient developed pain at a left inframammary implant site, which resolved when the device was transplanted to the left pectoral region. A fourth patient developed local erosion with infection 13 weeks after implantation and required removal of the device. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.